Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 30-mar-2023. Investigation summary: bd received an opened 22 gauge insyte autoguard blood control pro unit from lot 1343491 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the needle was already retracted and the safety button was in the engaged position. This may indicate that the needle was retracted during handling or was caused by a misoriented needle cover. In the event of a misoriented needle cover, deformation to the ribs on the inside of the needle cover was typically observed due to the interference between the adapter and needle cover but no damage was found to the needle cover ribs. Additionally, no other damage was found to any of the other components. Next, the needle was then un-retracted to verify that the needle hub was able to lock the needle in place. The unit locked in place without any issues. Finally, the components were microscopically inspected for any cracks and no damage was identified. Additionally, five photographs of the defect were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that wasn¿t already covered by the physical sample evaluation. Therefore, based off the visual inspection and testing the engineer was able to verify the reported issue of needle premature retraction but could not identify any damage to the device's catheter. Since the engineer could not identify an issue with the safety button, the needle locking in place once reset, and no damage to the device or its components a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found cracked before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a crack and needle premature retraction. The body of the product was cracked before used and the needle tip was already retracted."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found cracked before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a crack and needle premature retraction. The body of the product was cracked before used and the needle tip was already retracted."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.